Event description:
It was reported that a pmw35 was used during an unknown procedure. It was reported by the affiliate that the staple formation is not symmetric sometimes. There was no consequence to the pt.